Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient continues to have lower back pain and feels that its getting worse. It was also stated that the patient continued to use the ipg but it was inadequate. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.